Event description:
Oncall: call transferred from answering service. Pt reports that her cadd legacy sn (B)(4)(exp 07/26/2018) malfunctioned and high pressure alarm did not go off. Pt first reports that she noticed that she wasn't getting enough medication. She accidently bolused herself and passed out and ended up in the hospital. This happened yesterday ((B)(6) 2018) pt calling to get a replacement pump. Replacement couriered. Dose and pump rate verified. Delivery address confirmed. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: yes. If yes, any medical intervention provided: no. Pt was already in hospital. Is the actual device is available to be returned for investigation: yes. Did we replace device: yes. Strength: pump. Dose or amount: 30 nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2015 to ongoing.